Event description:
Guest states that the replacement head for oral-b vitality toothbrush doesn't fasten properly. It came off, cutting guest's face near her eye. She returned to the store.

Manufacturer narrative:
This has not been confirmed. No medical attention is reported to have been sought. Device was not returned to manufacturer for investigation, so an investigation could not be performed. This is being reported as if the consumer could possibly have been hit in the eye, which may require medical attention.